Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant. The patient's membranous septum was 6.7mm. During the procedure the patient went into heart block. The valve was implanted. The final implant depth was 5.5mm from the non-coronary cusp (ncc) and 4.5mm on the left coronary cusp (lcc). A permanent pacemaker was implanted due to the extended temporary pacing run. The patient status was stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported unexpected medical intervention was under case-specific circumstances, as permanent pacemaker implantation was implanted for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 23mm navitor vision valve was selected for implant. The patient's membranous septum was 6.7mm. During the procedure the patient went into heart block. The valve was implanted. The final implant depth was 5.5mm from the non-coronary cusp (ncc) and 4.5mm on the left coronary cusp (lcc). A permanent pacemaker was implanted due to the extended temporary pacing run. The patient status was stable.